Manufacturer narrative:
This part is not approved for sale in us but a similar product with catalog # 9392507, upn (B)(4) and 510k# k172199 is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: kyphosis. Type of procedure or technique used: transforaminal lumbar interbody fusion levels implanted: l5/s. It was reported that intra-op, the marker deviated and end of the cage breakage was noticed when confirming it with image. The broken piece was retrieved and the marker was discarded in facility. Broken cage was indwelt in the patient¿s body directly and the operation was completed. No patient symptoms or complications as a result of this event were reported.